Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (327 mg/dl). Reportedly, there is air present throughout the tubing. Customer stabilize blood glucose levels with a humalog pen. Customer performed a fill tubing to expel the air from the tubing.